Event description:
The manufacturer received information alleging a ventilator's mode could not be changed. The device was not in patient use. The device has not been returned to the manufacturer for evaluation. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Initially it was reported the mode could not be changed on a ventilator. The manufacturer received information indicating there was nothing wrong with the ventilator. The user of the ventilator did not have knowledge of how to change modes on the device. The user of the ventilator was trained on the operation of the device. The ventilator was not returned to the manufacturer for evaluation. The issue was resolved by a third party providing training to the user of the device.